Event description:
New information noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. Further information was requested however, was not provided.